Event description:
The pt reported that sometime during the summer (she could not remember if it was in june(B)(6)) she had to call the ambulance to get her. She was trying to correct her blood glucose of 450 or 480 mg/dl with a bolus. Her body hurt, she was nauseated, and could not move arms and legs because of her bg. She tested positive for ketones and was hospitalized in ICU for 1 week. When the device was removed after about 2 days of wear, the cannula was kinked. The caller was aggravated by her attempt to find the event in the pdm history.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "you can avoid most risks related to using the omnipod system by practicing proper techniques and by acting promptly at the first sign of trouble. You can avoid potential problems by knowing the signs of hypoglycemia (low blood glucose), hyperglycemia (high blood glucose), and diabetic ketoacidosis (dka). The easiest and most reliable way to avoid these conditions is to check your blood glucose often."